Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a women was scheduled for revision of a right thumb surgery and had a stimucath 19 gauge placed for postoperative pain management. A continuous interscalene nerve block was performed using a stimulating catheter, 19 gauge, 60cm stimucath with ultrasound guidance (sonosite micromax) using an out of plane approach. The catheter was advanced easily during continuous stimulation to a depth of 6cm beyond the tip of the needle. The catheter was not tunneled subcutaneously and was secured with steri-strip skin closures. The patient's (pt.) Husband attempted to remove the catheter once the local anesthetic reservoir was empty, 68 hours after catheter insertion. The pt. Reported severe "shooting" pain radiating down the arm when gentle traction was applied. After a second attempted removal, the outer catheter separated from the inner wire. The pt. Insisted that her husband cut the catheter and they later presented to the emergency dept for catheter removal. The catheter was prepared with betadine and the area was draped in a sterile fashion. Lidocaine 1.5% was used for local anesthesia. A 16 gauge, 1.77 inch catheter (bd insyte autoguard) was then guided over the extruding wire until the hub of the catheter contacted the skin during catheter insertion, slight tension was applied to the wire to prevent bending. The catheter and wire were then grasped with a hemostat 1cm proximal to the skin entry point and withdrawn during application of gentle traction. Mild transient paresthesia and pain were reported by the pt. And the procedure was aborted. Then, the intravenous catheter was replaced by the longer 12cm dilator catheter obtained from a central venous catheterization kit. The dilator catheter was advanced over the wire and the catheter and wire were removed. Reference MDR #1036844-2010-00240, MDR #1036844-2010-00241, MDR #1036844-2010-00242 and MDR #1036844-2010-00243 for similar events reported on maude event report involving the arrow stimucath separation.